Event description:
Customer rpeorted device = 400 mg/dl. Customer went to the doctor. Doctor device = 50s mg/dl. Doctor gave customer orange juice and advised customer to eat something when leaving his office. No controls were used. A request product and replacement product was sent.